Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer biomed reported that there were no audible sounds from the bedside. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.